Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a 100% stenosed, mildly calcified lesion in the mildly tortuous proximal right coronary artery. Post-dilatation was attempted with a 4.5x8 mm nc trek balloon dilatation catheter; however, the balloon ruptured during the first inflation at 10 atmospheres. The nc trek was removed without resistance and a 4.5x12 mm non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.